Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 375 mg/dl. The customer stated that they do not believe that their insulin pump was malfunctioning. The customer declined to be transferred to the help line for assistance. The customer stated that they have a back-up plan if they did not resolve the issue.